Event description:
The patient reported that "the system shorted out and no longer works entirely." The inability to start up indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.